Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 complaint device was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the stylet was in place on return however it was retracted 1cm , there was no needle exposure. The needle advanced and retracts fine. The needle measures at approximately 169.6cm . The needle was broken at the notch. The customer complaint is confirmed as the needle was broken at the notch. A possible root cause for this issue may have been a torturous anatomy, the tumor may have been calcified causing the needle to break under the pressure prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2017: a patient who was suspected pancreas cancer underwent eus-fna with echotip procore high definition ultrasound biopsy needle. The needle was advanced through the duodenal bulb to the tumor at head of pancreas. The tumor was stiff a little, however the procedure was performed as labeled and the sample was taken. Third puncture was complete and the needle was removed from the endoscope, but the user noticed that the tip of the needle from distal side of the core trap was missing. On (B)(6) 2017: it could not be confirmed the tip of the needle in the patient's body by x-ray. On (B)(6) 2017: ercp was performed; the metalic stent was placed at the middle to lower common bile duct against stenosed lesion. It could not be confirmed the tip of the needle in the patient's body by fluoroscopic images. On (B)(6) 2017: it was confirmed that the tip of the needle in the patient's body by CT images. On (B)(6) 2017: it was reported the complaint occurred by dr. (B)(6) when the sales rep visited to the facility. The sales rep checked the images with him. It was confirmed there is a object which looks like the tip of the needle by fluoroscopic images which was taken on (B)(6) 2017 if take a look closely. The patient still stays at the hospital and is not notified the tip of the needle is remained in his/her body as of today. New information was provided. -separation part is remained inside of the pancreas cancer. -detail of the metaric stent: boston scientific: hanaro full covered metaric stent.

Manufacturer narrative:
PMA/510(k)#: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Additional information was received and file was reopened. Case report related to this complaint file, is indicative of the same patient and this article contains detailed information. The information received doesn't have any impact on the investigation or the risk assessment. Device evaluation: the echo-hd-3-20-c device of lot number: c1314414 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Upon evaluation of the returned device the following was noted: the stylet was in place on return however it was retracted 1cm , there was no needle exposure. The needle advanced and retracts fine. The needle measures at approximately 169.6cm . The needle was broken at the notch. The customer complaint is confirmed as the needle was broken at the notch. A possible root cause for this issue may have been a torturous anatomy, the tumor may have been calcified causing the needle to break under the pressure. Document review: a review of qc records did not reveal any issues which could have contributed to this complaint issue. A review of manufacturing records for c1314414 did not reveal any issues which could have contributed to this complaint issue. Upon review of complaints this failure mode has not occurred previously with this lot#: c1314414, there is no evidence to suggest that this issue effects the entire lot prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it may be noted that according to packaging insert, there is no evidence to suggest that the customer did not follow the packaging insert. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Summary: the customer complaint is confirmed as the needle was broken at the notch. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to literature received in relation to this complaint. Literature reference: sasaki takashi et al. Needle fracture during endoscopic ultrasound- guided fine needle aspiration using a needle with a side hole endoscopy international open 2018; 06: e553¿e557. On (B)(6) 2017: a patient who was suspected pancreas cancer underwent eus-fna with echotip procore high definition ultrasound biopsy needle. The needle was advanced through the duodenal bulb to the tumor at head of pancreas. The tumor was stiff a little, however the procedure was performed as labeled and the sample was taken. Third puncture was complete and the needle was removed from the endoscope, but the user noticed that the tip of the needle from distal side of the core trap was missing. On (B)(6) 2017: it could not be confirmed the tip of the needle in the patient's body by x-ray. On (B)(6) 2017: ercp was performed; the metalic stent was placed at the middle to lower common bile duct against stenosed lesion. It could not be comfirmed the tip of the needle in the patient's body by fluoroscopic images. On (B)(6) 2017: it was confirmed that the tip of the needle in the patient's body by CT images. On (B)(6) 2017: it was reported the complaint occurred by dr. (B)(6) when the sales rep visited to the facility. The sales rep checked the images with him. It was confirmed there is a object which looks like the tip of the needle by fluoroscopic images which was taken on (B)(6)2017 if take a look closely. The patient still stays at the hospital and is not notified the tip of the needle is remained in his/her body as of today. On [(B)(6) 2017 (B)(6)]. New information was provided. Separaiton part is remained inside of the pancreas cancer. Detail of the metaric stent: boston scientific: hanaro full covered metaric stent.